Manufacturer narrative:
This report is being submitted as follow up no. 1. This report has been deemed not reportable based off additional information received. Confirmation was received that the user discovered there was no device involved in an event. Therefore, there is no device allegation or event and this report is not reportable.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involve angio-seal device sheath kinked. There was no patient injury, medical/surgical intervention required. The patient's condition was stable.